Manufacturer narrative:
The customer reported that they will complete the repair of the ventilator. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) display was blank. There was no patient involvement.